Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a nurse, that the customer was in a car accident. The nurse stated that the accident was not diabetes related, but the insulin pump was destroyed in the accident. Nothing further was reported.